Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the cause of the confirmed high current drain was due to high internal leakage current in the tantalum capacitor.

Event description:
It was reported that the device was replaced as it had reached elective replacement indicator (eri). The device was analyzed by the manufacturer and it tested out of specification. No patient complications were reported as a result of this event.